Manufacturer narrative:
Approximate age of device - 2 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented in clinic for a routine follow up. Upon completion of vad interrogation a pump off alarm was observed on (B)(6) 2018. The external percutaneous lead was manually and visually inspected. No kinks or tears observed. The patient had gained 70 lbs since implant. A echocardiogram, fluoroscopy and chest x-ray were ordered. Results were not provided. The manufacturer¿s technical service representative reviewed supplied lvad log files and confirmed pump stoppages. The patient was provided an ungrounded power module patient cable for use during power module support.additional information was requested but has not been provided.

Manufacturer narrative:
Although the report of pump stoppage events was confirmed based on a review of the submitted system controller log file data, a cause for the recorded alarms could not be conclusively determined. The patient remains on vad support with the use of an ungrounded patient cable for power module support. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. These documents also contain information on all system controller alarms and provide guidance on how to troubleshoot or resolve them. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.